Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mgq067, and no non-conformances related to the reported complaint condition were identified. Device evaluation summary: an empty opened box and six representative samples of product code 1744, lot #: mgq067, were returned for evaluation. The complaint sample was not received. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-84119, 2210968-2019-84122 and 2210968-2019-84126. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019, and suture was used. The needle popped off the suture at the swage. Another like device from a different box was used to complete the procedure. There were no adverse patient consequences reported.